Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer sees insulin in reservoir compartment. She noticed insulin leaking into reservoir compartment. The customer stated there is no air bubbles noted. The customer's blood glucose was unknown.